Event description:
It was reported the patient could not feel the stimulation/impulses. After adjusting stimulation up and down with the device on, the patient could still not feel stimulation. About two weeks prior, the patient was told by their healthcare provider that the implantable neurostimulator (ins) had migrated. It was noted that the patient was to set up an appointment to have the ins repositioned. The patient was also having a ¿bladder problem.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v973754, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).